Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provided (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the lead was implanted in the brain and the surgeon attempted to remove the stylet. The first attempt failed and so they repeatedly tried to remove the stylet; progressively using more force. After repeated attempts, the lead appeared to be visibly stretched. The surgeon elected to remove the lead and implant a new one. No environmental/external/patient factors were known to have led or contributed to the issue. The lead was visually inspected and once the lead was removed from the brain, they were able to remove the stylet but excessive force was required. The issue was resolved, as the lead was removed and replaced. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the lead (lot no. Va1we5j) found the stim lead body was stretched. Analysis information: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. If information is provided in the future, a supplemental report will be issued.